Event description:
Outpatient was having a longterm hemodialysis catheter removed because they have a working fistula for dialysis access. The catheter broke and became lodged in the right pulmonary artery. Pt was then prepped and draped for transcatheter retrieval of foreign body and completed successfully.